Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that alarm was cleared and they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify pump error 130 due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. Pump error 43 confirmed in history trace files on (B)(6) 2022 15:02:54.000 due to hardware issues. Pump error 38 confirmed in history trace files on (B)(6) 2022 16:37:09.000 due to hardware issues. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 fatal alarm confirmed in the history files on (B)(6) 2022 10:01:00.000 due to a hardware defect. Pump was cut open to perform visual inspection and found moisture damage on the motor flex cable, force sensor, pcb1 and the j1 connector. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube) and battery tube threads - cracked. Unable to verify pump error 130 due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to critical pump error 40 fatal alarm. Critical pump error 40 confirmed due to motor defect. Pump error 43 and pump error 38 confirmed due to gearbox jammed. Moisture damage noted on pcb1, motor flex cable, the force sensor and the j1 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.